Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump had cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive before and after a battery change. The customer's blood glucose reading was 180mg/dl at the time of incident. Troubleshooting found that the pump takes a long time to respond to anything. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.